Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the vessel sealer extend instrument involved with this complaint, and completed the device evaluation. Failure analysis investigations confirmed, but did not replicate the customer reported complaint. The instrument was received with a blade exposed with one life remaining. The blade failed to retract during initialization causing the instrument to fail the self-test. The blade was dislodged 0.116 outside the blade garage. The knife slot measurement passed at 0.027. After manually retracting the blade, the instrument passed the self-test. A review of the logs showed multiple homing failures. There was an additional observation, and related to the reported issue. The instrument was found to have one proximal jaw ceramic dot dislodged from the grip tips. The dislodged ceramic dot was not returned with the instrument.

Event description:
It was reported, that during a da vinci-assisted surgical procedure. The vessel sealer extend instrument was observed to have an exposed blade. The procedure was completed as planned with no reported injury.